Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty removing the device from the anatomy (clip caught on chordae) appears to be related to user technique and there is no indication of a product quality issue with respect to manufacture, design or labeling. The implanted clip is filed under a separate medwatch report.

Event description:
This is filed to report that the clip (61025u194) got caught on the chordae. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The first clip delivery system (cds) (61121u235) was advanced to the mitral valve and the clip was implanted successfully, reducing the mr to 1+. However, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr increased to 3. A second clip delivery system (cds) (61025u194) was advanced to the mitral valve to stabilize the first clip, when inverting the clip arms in the left atrium, the clip interacted with the first implanted clip. Once the clip was in the left ventricle, the clip was got caught on the chordae, and could not be removed. During an attempt to remove the clip from the chordae, the mitral valve was aggressively pulled and the first implanted clip detached from the posterior leaflet and migrated to the left atrium. Mr increased to 4. The second clip was freed from the chords and successfully implanted, reducing mr to 2+. A snare device was used to remove the detached clip from the left atrium. The patient remained stable. There was no clinically significant delay during the procedure. No additional treatment is planned for the patient. No additional information was provided.